Event description:
It was reported that the user¿s ilet system was not receiving glucose readings while using a freestyle libre 3 plus sensor, with no alarms displayed, and initial attempts to scan in the ilet mobile app were unsuccessful due to scanning the infusion set instead of the glucose sensor. Symptoms included no reported hypoglycemia, hyperglycemia, or other adverse clinical effects. Outcomes included user inconvenience and temporary loss of cgm data availability without medical intervention. Investigation included guided troubleshooting, app reinstall, phone restart, alternate phone testing, and education on correct sensor scanning and pairing workflow. Investigation of this case revealed user error in attempting to scan the wrong component, followed by successful activation when the correct sensor was scanned, indicating no device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was use error related to incorrect sensor identification and pairing procedure.